Event description:
It was reported that a malfunction occurred on the pump after it was exposed to a heater. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and to call back if any issues reoccurred, which they acknowledged and understood.